Event description:
It was reported that during the procedure, the physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case but the patient experienced a pneumothorax when speaking to the physician while following up on final pathology report. The patient received a chest tube to resolve the pneumothorax, resulting in a temporary injury. The patient hospitalization was extended for 5 days as a result.

Manufacturer narrative:
Additional information: b2, b5, d4 (serial number) g3, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case but the patient experienced a pneumothorax when speaking to the physician while following up on final pathology report. The patient received a chest tube to resolve the pneumothorax, resulting in a temporary injury.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.